Event description:
It was reported that the patient had a competitors device implanted prior to the radiofrequency ablation (rfa) procedure. After the rfa procedure was completed successfully, the patient observed the implanted device settings had changed unexpectedly without intervention. Additionally, a week after the rfa procedure, the patient experienced symptoms of headache, dizziness, and discomfort. The pain physician assumed these changes were related to the rfa procedure however, the neurosurgeon assessed that the implanted device appeared to be functioning normally. Despite this, the patient was hospitalized and underwent a revision procedure to replace the competitors device. There were no reported patient complications postoperatively.

Event description:
It was reported that the patient had a competitors device implanted prior to the radiofrequency ablation (rfa) procedure. After the rfa procedure was completed successfully, the patient observed the implanted device settings had changed unexpectedly without intervention. Additionally, a week after the rfa procedure, the patient experienced symptoms of headache, dizziness, and discomfort. The pain physician assumed these changes were related to the rfa procedure however, the neurosurgeon assessed that the implanted device appeared to be functioning normally. Despite this, the patient was hospitalized and underwent a revision procedure to replace the competitors device. There were no reported patient complications postoperatively.

Manufacturer narrative:
Correction to the initial MDR: the suspect medical device reported in this MDR form for damage to a competitors device after a boston scientific rfa procedure does not meet reporting criteria. There was no reported allegation against device performance or the device itself and as such, the event should not have been reported on a 3500a MDR form.